Manufacturer narrative:
Thv thvt reported event. (B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the valve embolization was likely related to the size of the initial valve, as a larger valve was able to be placed with no complications. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: kamioka n, iturbe jm, corrigan f, lerakis s, forcillo j, thourani v, block p, babaliaros v. Grabbing the transcatheter valve skirt: bail-out technique for valve embolization during valve-in-valve transcatheter mitral valve replacement. Jacc cardiovasc interv. 2017 oct 9;10(19):e175-e176. Doi: 10.1016/j.jcin.2017.06.065. Epub 2017 sep 13. Pubmed pmid: 28917512.

Event description:
As reported by implant patient registry (ipr), the patient had a 26mm and a 29mm valve placed in a pre-existing annuloplasty ring in the mitral position. The patient is (B)(6)-year-old patient who was referred for treatment for mitral regurgitation. He had a previous annuloplasty with a 30 mm physio 1 ring. The ring was approximately 28 mm in the commissural distance. It was thought to try a 26 mm valve since the septal lateral distance was approximately 20-21 mm, and to prevent pinwheeling. The procedure was performed under conscious sedation after appropriate heparinization. As the leaflet was on the longer side (25-30 mm but not over 30 mm), the team attempted to perform laceration of the leaflet to prevent interference of the mitral valve. Transseptal puncture was performed with medium curve and a starter wire. The team was able to easily get access to the left atrium by puncturing inferior and posterior. The annular ring was crossed with a swan-ganz balloon. Another wire was floated into the left ventricle and septostomy was performed. The team was able to advance the 26 mm sapien 3 valve, and placed at a 90/10 orientation. They performed the laceration of the anterior leaflet very easily by activating the starter wire with the exaggerated v. Hemodynamics were stable. Then the 26 mm sapien 3 valve was deployed, but it embolized while attempting to post dilate it. The embolization was within the ventricle, however, it was stabilized by the delivery system. With the valve on the delivery system, the patient was hemodynamically stable. Once the team realized that they had stabilized the 26mm valve, they proceeded to place a 29 mm valve within the stabilized 26mm valve. A second puncture of the left common femoral vein was made, and an 8-french medium curved agilis was placed across the septum. They performed another transseptal puncture using a starter wire and then were able to use the agilis catheter to guide a bioptome to grab the lateral aspect of the valve. They were able to grab the skirt and stabilized it. At this point, the team removed the original delivery system and put in a 29 mm valve within the 26mm valve. They deployed it in order to anchor it to the ring and also anchor the 26 mm transcatheter heart valve, which worked very well. There was no perivalvular leak or central leak. Everything was removed, and the septum was closed with a 20 and 30mm septal occluder device together. Pulmonary veins looked significantly better. All accesses were closed percutaneously. Patient was transferred back to the ICU in stable condition.